Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 37 year old female weighing 53.5 kg (date of birth (B)(6) 1984) patient underwent at ¿ right ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that following the mapping phase and before the beginning of ablation for a right-sided at case, it was discovered by intracardiac echocardiography (ice) that a preexisting pericardial effusion had worsened. The pericardial effusion was confirmed by ice and that the medical intervention provided was a pericardiocentesis and 690 cc's of fluid were removed. There was no cardiothoracic intervention needed for the pericardial effusion. The pericardial effusion resolved on its own. After the pericardiocentesis was performed, the procedure was completed. The patient was reported to be in stable condition. Additional information was received. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was the patient¿s condition. The intervention provided was pericardiocentesis. The outcome of the adverse event was improved. Patient required extended hospital admission which was an intensive care unit admission. There was a history of known effusion prior to the procedure. There was no transseptal puncture performed. Ablation was not performed prior to noting the cardiac tamponade. The event occurred during the mapping phase. The flow setting of the irrigated catheter used in the event was smarttouch sf, nominal settings. Correct catheter settings were selected on the generator. No ablation performed so pump switching was not required. No error messages observed on biosense webster equipment during the procedure. The force visualization features used were graph, dashboard, force, and visitag. Parameters for stability used for the visitag module was nominal surpoint settings. Additional filter used with the visitag was surpoint. Color options used were surpoint.

Manufacturer narrative:
It was reported that a patient underwent at ¿ right ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. The device evaluation was completed on 21-dec-2022. The product was returned to biosense webster for evaluation. Bwi conducted a general inspection through the visual inspection and all features of the catheter tests. Visual analysis of the returned sample revealed a small dent was observed in the dome, no other damage or anomalies were observed on the smart touch unidirectional sf catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿adverse event¿. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: dome (g04046) were selected as related to the biosense webster product analysis lab observed ¿the small dent in the dome¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)